Event description:
Defibtech automatic CPR (cardiopulmonary resuscitation) device was placed on the patient by ems (emergency medical services) in the field with a prolonged code. Upon arrival the emergency department, it was discovered that the device caused a penetrating chest wound to the patient. The patient ultimately died due to anoxic brain injury and prolonged arrest. I am reporting this incident as the hospital patient safety officer. The ems company that owns and operates this equipment is (B)(6). (B)(6) is the ems director and should have the specific model/product information if needed. Pt: 1762, 2219, 4559. Device: 4001.